Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "restarted", which was confirmed and reproduced as a system error 105. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced a "restart" in the "5wwe" care area , which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.